Manufacturer narrative:
Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
(B)(6) general hosp notified the distributor which was further reported to baxter on 22 jan 2026 and reported that for 1 unit of totalcare (product code: unknown; lot/ serial number: unknown) head of the bed was not raising. There were patient involvement and no injury or any impact on the patient or user resulting from this.